Event description:
A customer reported an issue with their insulin pump, which triggered an altitude alarm. The customer declined to provide their blood glucose level during the event. The altitude alarm caused the customer's insulin delivery to be suspended, leading them to contact technical support. The caller received instructions to clean the speaker holes and reconnect the cartridge, but was unable to resume insulin delivery. Consequently, the customer was advised to load a new cartridge, which also did not resolve the problem. After confirming the pump was still under warranty, technical support arranged for a replacement pump and cartridge to be sent to the customer. The customer was instructed to use multiple daily injections as a backup therapy until the replacement arrived and to return the malfunctioning pump within ten days.